Event description:
Pole 15 showed impedance out of normal range. During the planned revision, the connector was opened and the lead showed good impedance over all poles. The lead was again connected to the extension and pole 15 showed high impedance. The extension was replaced. All impedances were within normal range. After the revision, the system worked fine and the paresthesias were in the right place.

Manufacturer narrative:
(B)(4).